Manufacturer narrative:
Although using the same site as the iabp may have been a contributing factor to the hematoma, the cause of the hematoma could not be definitively determined due to a lack of clinical details. No defects related to a hematoma were observed on the returned product.

Manufacturer narrative:
D9: updated devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 74-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage c, with a history of known coronary artery disease (cad) and diabetes mellitus (dm). A left groin hematoma was noted at the impella access site. Hemostasis was achieved with manual pressure. This was the same access site previously used for an intra-aortic balloon pump (iabp) that had been exchanged for the impella during ppci. The reported hematoma requiring hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The hematoma was resolved with standard intervention and the patient survived to explant.

Manufacturer narrative:
An update to the complaint device was identified and consequently respective fields (d1. Brand name, d2a common device name, d2b procode, d4 lot number/catalog number/expiration date/unique device identifier and h4 date of manufacturer etc.) Were updated accordingly. Following this update, a revised clinical narrative was completed and captured to b5 event description. Note: no changes to type of reportable event and h6 coding were made at the time of this update.

Event description:
An impella cp 10 was inserted through the 14fr low profile sheath via the left femoral artery in a 74-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage c, with a history of known coronary artery disease (cad) and diabetes mellitus (dm). A left groin hematoma was noted at the impella access site. Hemostasis was achieved with manual pressure. This was the same access site previously used for an intra-aortic balloon pump (iabp) that had been exchanged for the impella during ppci. The reported hematoma requiring hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The hematoma was resolved with standard intervention and the patient survived to explant.